Event description:
It was reported that a patient underwent a sling procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2008. The patient underwent procedures to treat pain, dyspareunia, discharge and eroded mesh on (B)(6) 2009, (B)(6) 2009, and on (B)(6) 2010. She had a repliform mesh, boston scientific, implanted on (B)(6) 2010.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele, stress urinary incontinence, urethrocele and hypermobile urethra.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(6). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-00468. The same patient is represented in each medwatch.

Manufacturer narrative:
Date sent to the FDA: 09/09/2015. Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that patient underwent vaginal mesh removal on (B)(6) 2012. No additional information was provided.